Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model eg34-j10u-us is available in the USA with a 510k number k200090. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video ultrasound scope eg34-j10u. In the event reported, it was stated that air bubbles coming directly from the ultrasound connector side. The anomaly was discovered in the reprocessing room, during leak testing. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability.

Manufacturer narrative:
Evaluation summary: the screw on the us connector is loose. And there is a gap, causing a leak. Correction information: g4: premarket identification PMA/510(k), 510k number is not applicable. H6: coding changed, based on the investigation result. D9: device available for evaluation h3: devide evaluated h4: device manufacture date